Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery(rca). A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During procedure, multiple inflations were done and did not exceed 6atm; however, upon 5th inflation, the balloon ruptured at 6 atm for 60 seconds in the lesion area. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good.